Event description:
Fellow attempted to use bander for patient, when reducing slack of the trip wire between bands at distal end of scope and handle, we were unable to secure the trip wire in the narrow slot of the handle because there was no narrow slot. A new bander was used instead.